Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The result of the investigation is not consistent with the customer's description of failure. The customer reports a pink image. A definitive root cause cannot be identified. The reported fault is not confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displays a pink picture. The issue was found during a laparoscopic gynecological procedure. The picture was normal during the start of the procedure. Done white balance. As the end of the procedure neared, the image suddenly turned pink. Nothing was touched and nothing had been in contact with the optics. The procedure was carried out as planned. There were no reports of patient harm.